Event description:
It was reported that during prep for an unspecified procedure a hair was found in the sterile packaging of an advantage inflation device. There was no patient contact. The procedure was completed with another advantage inflation device. Patient status is reported as fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).